Manufacturer narrative:
(B)(4). It was indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be performed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. It should be noted the warnings section of the hi-torque guide wire instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after an unspecified stent was advanced and deployed in the left anterior descending (lad) coronary artery, covering the diagonal branch, a 190cm balance middleweight (bmw) universal ii guide wire without marker was introduced via femoral access and easily advanced to a heavily calcified lesion in the non-heavily-tortuous diagonal branch of the lad. When attempting to retract the bmw from the diagonal branch, it was unable to be retracted from the vessel, as the bmw had become entangled with the deployed stent. The bmw universal guide wire was able to be free from the stent via applied force. The lad and left main branch were then treated via deployment of non-abbott stents in those vessels. Another bmw was then used to deploy another unspecified stent in the circumflex coronary artery, successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the guide wire was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.